Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that the device protruded through the inner sterile package. There was no patient or hospital involvement. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One device was returned for evaluation. Visual inspection shows the inner blister pack has cracked/punctured due to impact from the implant. The reported event is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.